Event description:
Per independent repair center statement, the unit is noisy. The key failure is the compressor is noisy. Additional malfunctions are the sieve beds and hose clamps leak, the valve operator is stuck, the power switch has no alarm, and the 4-way valve, muffler, and pm kit are dirty.